Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio tightened the nuts on all 4 of the device's battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device is repeatedly powering off. There was no report of patient use associated with the reported event.